Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. Additionally, per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the tavr procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that patient (severely calcified and small stj, moderate native valve calcification, aortic severely calcified aortic root) and procedural factors may have caused or contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the first 23mm sapien valve was prepped and positioned in a 50:50 position, however, during deployment the valve shifted substantially and landed in a too ventricular position (80/20). Initially there was minimal paravalvular leak (pvl) but this increased to severe pvl on the anterior side of the valve. Concerned for the stability of the valve, a second 23mm sapien valve was prepped and deployed in a more aortic position which resolved the leak. The patient was noted to have left the operating room in stable condition. After the procedure the physician and the cs had an opportunity to discuss the perceived cause for the event. Prior to the procedure, the team had been alerted of the possibility that the balloon contacting the stj could cause a ventricular shift of the valve. During echo (tee) the stj was noted to have substantial calcium and a small diameter of 17-18mm. The distance from the stj to the annulus was 14mm. Additional information provided by the cs, indicated the patient¿s native valve was moderately calcified, the patient¿s aortic root was severely calcified and the patient¿s sinus of valsalva (sov) measured 25-26mm and was severely calcified. In addition, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during deployment and there was no loss of pacing capture during deployment.